Event description:
This report of an alcl related death was reported by dr (B)(6) to FDA on 06/24/2019. Event occurred in (B)(6). Alcl on right side. Presented as mass. Indication: cosmetic. Date of progression: (B)(6) 2012. Time exposed: 0.9 years. Capsulectomy performed. Pt received radiation therapy and chemotherapy. Date of death: (B)(6) 2014. Cause of death: bia-alcl/chemotherapy. Cytology: cd30, cd45, alk-. Histology: mass.